Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2015.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from an unknown source and indicated the patient was deceased. Cause of death was noted as ventricular fibrillation. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.